Event description:
The physician stated that the generator is reading low output and claims the vein isn't closing due to this. No patient injury

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the defect was not confirmed. There was no defect found during investigation